Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose ranged between 80-150 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.